Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A skin dehiscence over the implant body was observed. The user was explanted.

Manufacturer narrative:
Conclusion: device investigations did not reveal any defect or malfunction. This finding aligns with the recipient_s report indicating that the device was explanted for medical reasons, specifically due to a skin dehiscence over the implant body. The wound infection was reportedly linked to a skin injury or the percutaneous screws of the epithesis. It was noted that both the bone conduction floating mass transducer and the coil were in good condition. A review of sterilization records confirmed that the device underwent a valid sterilization process. There is no evidence to suggest that the implant was the source of the infection. This is a final report.

Event description:
A skin dehiscence over the implant body was observed. The user was explanted.